Event description:
Information was received from a physician regarding a pt who was treated with three injections of synvisc in the right knee. On 11/10/00 two days after the third synvisc injection the pt developed pain and swelling in the knee. The knee was aspirated for 60 cc of cloudy fluid which was sent for culture and sensitivity. The pain subsided. Pt was seen again in the office on 11/13/00 by which time the culture was reported as staph coag negative. The pt was admitted to the hospital on 11/13/00 and treated initially with IV antibiotics. Pt has since been switched to oral antibiotics and is doing well.